Event description:
It was reported that during a cardiac ablation procedure ablation was initiated from a location relatively distant from the his, but as no effect was observed and it was gradually moved closer to the his. During cryo mapping, there were no issues, so cooling was commenced, during which blocked premature atrial complex (pac) were occasionally observed. When blocked pacs became frequent and it became difficult to distinguish them from atrioventricular block on the electrocardiogram (ECG). Cooling continued to 60 seconds without realizing that av block had occurred around 50 seconds after cooling started. Due to the lack of effect and the brief appearance of findings like wenckebach, cooling was stopped at 60 seconds, revealing that av block had occurred. It recovered in about 10 minutes, but a temporary pacemaker was placed until the following day as a precaution. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.